Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that jelly or iodine's was missing from 12 bard touchless catheter in the last couple of months.

Manufacturer narrative:
The reported event was inconclusive since sample condition was poor. It is unknown whether the device had met relevant specifications. The product was used for treatment. It was unknown whether the product had caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "instructions for use preparing for procedure: ¿ open kit and remove contents. ¿ remove top of calibrated plastic bag as directed and open tube of lubricant. ¿ by squeezing rigid collar, open neck of bag to form round shape. ¿ empty tube of lubricant into top chamber of bag so that lubricant is deposited at bottom of chamber. (Caution: care should be taken not to contaminate edges or inside of bag with fingers or tube.) ¿ open package of povidone-iodine swabs as directed. ¿ prep urethral meatus and the area surrounding the meatus with swabs. ¿ while squeezing rigid collar bring top chamber of bag over head of penis. ¿ meatus should be pressed tight against rigid catheter guide. To feed catheter into urethra ¿ if user is predominately left-handed reverse hands suggested below. ¿ stabilize penis with top chamber of bag between index and second finger of left hand. Place thumb and ring finger on opposite sides of rigid catheter guide recess to stabilize catheter. ¿ with right hand grasp catheter through bag approximately 1¿ below rigid catheter guide and push catheter toward meatus. ¿ stabilize catheter with thumb and ring finger through catheter guide recess and return right hand to position approximately 1¿ away. ¿ repeat motions until catheter reaches bladder and urine starts to flow. (If some resistance is felt while moving catheter through urethra, change position of urethra with slight up or down movement of left hand while holding penis firmly within top chamber.)"

Event description:
It was reported that iodine was missing in the bard touchless catheter kit for the last couple of months. Customer was using bard touchless for 18 years and this had been happened quite a few times but never reported it.